Manufacturer narrative:
Zoll has not received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, sometimes the autopulse platform (sn (B)(4) doesn't power on. The customer stated that sometimes the autopulse platform did not power up with the autopulse li-ion batteries (sn (B)(4) and sn (B)(4) during routine shift checks. Before insertion into the platform, the batteries were successfully charged in an autopulse multi-chemistry battery charger (mcc). The charger displayed a green led, and the batteries' status leds were showing 4 solid green leds, indicating that they were fully charged. Per the reporter, the two batteries were tested in another autopulse platform, and they were able to power up the platform. No patient involvement. Please see the following related MFR reports: MFR # (B)(4) for autopulse platform (sn (B)(4). MFR # (B)(4) for autopulse li-ion battery (sn (B)(4).

Manufacturer narrative:
D9 (returned to manufacturer) was updated. H4 (device manufacture date) was updated. The reported complaint that the autopulse li-ion battery ((B)(6)) sometimes failed to power up the customer's autopulse platform was not confirmed during functional testing performed at zoll under ambient temperature conditions in the factory. The battery functioned as intended. Upon receipt, the status leds on the battery showed three steady amber leds, indicating that the battery was not fully charged. During visual inspection, no physical damage or anomalies was observed. Archive data review for this specific complaint is not applicable. The battery passed a conditioning cycle and charging in a known-good autopulse multi-chemistry battery charger (mcc). The status leds on the battery showed four solid green lights after the successful charging attempt. Subsequently, the battery was tested in a known-good autopulse platform under ambient temperature conditions in the factory, and it powered up the platform with no issues. The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by (B)(4).